Event description:
The reporter stated prior to loading a 12.0mm icm120v4 implantable collamer lens a foreign body adhesion was noted on the icl. The reporter stated it was thread like. There was no patient contact or injury.

Manufacturer narrative:
(B) (4) (foreign body adhesion on lens, thread like). (B) (4).